Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes had issues with condensation on the inside of the tube. No report of injury or medical intervention. No report of blood exposure to mucous membrane.